Event description:
Caller reported a cartridge alarm issue with their insulin pump, and cts confirmed occurrence with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, and the customer was informed they would receive a new pump with updated software. Caller was advised on transferring pump settings, connecting their cgm to the new pump, and instructions for returning the old pump to avoid charges. Customer acknowledged all instructions including putting the old pump into storage mode before returning it to tandem.